Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of seizure and cardiac arrest, as it is unknown if the patient was undergoing treatment when the serious adverse events occurred. The definitive etiology of the serious adverse events is currently unknown; therefore, causality cannot be firmly established. However, the pdrn reported the serious events were caused by the patient¿s cardiac health and not due to ccpd therapy. It should be noted that limited clinical information precluded a more comprehensive investigation, however there was no report of a fresenius device(s) and/or product(s) malfunction, or deficiency occurred. Patients undergoing dialysis have a significantly higher risk of sudden cardiac arrest than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 25/jul/2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 after experiencing a seizure and cardiac arrest. During follow-up with the patient's pd registered nurse (pdrn), it was reported the patient awoke on 13/jul/2024 (around 4:00 am) feeling nauseous and subsequently experienced a seizure. Emergency medical services (ems) was contacted, and during transport the patient suffered a cardiac arrest. Attempts to obtain additional clinical information (e.g., definitive causality, timeline, discharge summary, patient demographics) were unsuccessful; however, the patient¿s pdrn reported the serious adverse events were unrelated to pd therapy. The patient is recovering, and the pdrn attributed causality to the patient¿s unspecified ¿heart issues.¿

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 25/jul/2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 after experiencing a seizure and cardiac arrest. During follow-up with the patient's pd registered nurse (pdrn), it was reported the patient awoke on (B)(6) 2024 (around 4:00 am) feeling nauseous and subsequently experienced a seizure. Emergency medical services (ems) was contacted, and during transport the patient suffered a cardiac arrest. Attempts to obtain additional clinical information (e.g., definitive causality, timeline, discharge summary, patient demographics) were unsuccessful; however, the patient¿s pdrn reported the serious adverse events were unrelated to pd therapy. The patient is recovering, and the pdrn attributed causality to the patient¿s unspecified ¿heart issues.¿